Manufacturer narrative:
(B)(4). The data log was provided by the patient and reviewed on (B)(4) 2014. The data log did not confirm the reported event of permanent out of range. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A pairing test was performed and the test failed, confirming the reported event of a permanent out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. At the time of contact the patient did not report any injury or medical intervention.